Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 57 mg/dl. Reportedly, customer inadvertently initiated a bolus they did not need which decreased their bg level. Customer was treated intravenously with fluids of saline and glucose at the ER. Customer's release date was unknown. Systems check with tandem technical support confirmed the pump is functioning as intended.